Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that all implanted components were explanted because the therapy was "no longer working." The patient did have benefit during the two-week trial and the same leads were used for the implant, but the patient was no longer getting benefit. Two days later, it was reported that no diagnostics had been performed. It was noted that no malfunctions were seen and the cause of the issue was not determined. No patient outcome was provided. Additional information has been requested but was not available as of the date of this report.